Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant when slitting was performed after lead placement, the pacing lead became pulled and therefore slitting was stopped and lead pushed back. The slitter was attached again, slitting was performed and when the lead was connected to the device, a torsion of the lead cable was detected. The physician decided to remove the lead and replace. No patient complications have been reported as a result of this event.